Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer called concerned her results are lower than that of her usual fasting range of 130-170mg/dl. Customer opened this meter (B)(6) 2015. Customer tested with the true result meter with a result of 99mg/dl and then with her mother's embrace meter obtained a result of 136mg/dl. Customer denies any changes in diet or exercise; however she was released from the hospital for problems not related to her diabetes. Customer stated she has a rare blood disorder which prevents blood clotting and has been taking high doses of prednisone since (B)(6). Meter only has 2 readings in memory. Customer was instructed the proper method to test accuracy of meter is to perform control testing. Customer instructed the strips must remain in the original container with the lid closed at room temperature and only removed from vail at time of testing. Instructed customer the test strip vial should be stored properly away from moisture, bathroom, and kitchen area. Customer also instructed strips are viable for 120 days after opening and control solution for 90 days after opening. Customer also instructed not to allow meter to get wet or allow anything to enter the test strip port. Customer verbalized understanding. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. The meter memory was not reviewed for previous test result history.